Manufacturer narrative:
D6a: implant date is an estimate date as actual implant date was not known. D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available a supplemental report will be submitted.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed. A watchman laa closure device & delivery system (wds) was implanted in (B)(6) 2024. The patient was discharged on oral anticoagulation (oac) regimen. The patient returned for 45-day follow-up imaging and there was no leak and no thrombus. Approximately four (4) months post implant, the patient returned to receive a workup for a triclip procedure. Transesophageal echocardiography (tee) imaging was done, and a laminar, non-mobile thrombus was noted on the closure device. The patient was put back on an oac regimen for treatment of the thrombus.